Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump fell. The customer reverted to a backup insulin pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.